Event description:
Customer states: " the patient is a woman and had the left renal pelvis got rid of a few years ago. She claims pain early in 2006, and found she has a ureter stricture and hydronephrosis. He placed sof-flex stent in march and replaced it in june and in sep. Three months later, he tried to exchange the stent and pulled it out, but the upper part was broken off and the other left inside the renal pelvis."

Manufacturer narrative:
One opened used product received with only 2.6cm of the stent body attached to a partial coil; the overall length of the stent segments that were returned measured 5.2cm. The partial stent was noted to be stiff and not pliable. Encrustation was noted 1.7cm from the coil tip, measuring 8mm in length with an outer diameter of 0.205" in one direction and 0.113" the other direction. A second encrustation was noted on the coil 7mm in length with an outer diameter of 0.064". The coil had the appearance of being pulled to separation at the sideport within the coil. In addition, the stent was measured and noted to be within specification; outer diameter of 0.060". The distributor was contacted in an attempt to retrieve additional information concerning the procedure as well as the remaining stent sections. Distributor contacted the hospital and indicated the hospital discarded the remaining stent fragments as well as no adverse affects were reported concerning the patient. The physician is using a nephrostomy catheter for drainage at this time. Distributor indicated the only additional instruments used during the procedure was a cystoscope. Stent appears to have been pulled to separation; therefore, excessive force has most likely caused customer difficulty. Should any additional information become available, it will be forwarded.